Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a non-abbott left ventricular assist device (lvad) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 14f sheath and the lvad procedure was completed. Reportedly, a suture break occurred with both of the pre-placed prostyle sutures when attempting to advance the knot with the suture trimmer. An attempt was made with two more prostyle devices; however, each of them could not be advanced on the guide wire in the artery, and when they were removed, it was noted that they were both bent at the junction of the distal/proximal guide. An angiogram was taken and it was discovered that the guide wire was not straight, which had prevented the prostyles from being advanced. A vascular surgeon was called in, who was able to put a sheath back in the access site, and an attempt was made with another prostyle device. It was thought that hemostasis was achieved with the one prostyle suture after the knot was fully advanced, so the guide wire and sheath were removed; however, the access site began bleeding again, so a femostop was used to achieve hemostasis. The surgeon decided to perform cut down surgery to see if there was any issue in the vessel due to the issues with the prostyle devices and hemostasis not being achieved with the prostyle sutures. The surgery reportedly went well and no complications or vessel damage was noted. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to insert was not confirmed. The deformation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appears to be related to circumstances of the procedure. In this case, it is likely related to the guide wire position in the anatomy. The account confirmed through angiogram that the guide wire was twisted. If the guidewire is prolapsed or twisted in the vessel the device will be difficult to load/advance. The deformation is likely from the twisted guide wire and event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle devices referenced in b5 are being filed under separate manufacturer report numbers.